Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the emergency room feeling dizzy and confused. Upon interrogation the right ventricular lead exhibited intermittent capture. A chest x-ray confirmed that the lead had dislodged. It was noted that the patient had recently fallen. The lead was explanted and replaced on (B)(6) 2014.